Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. Only the harvesting tool was returned to the factory. It was observed that one of the electrodes was bent almost 90 degrees in relation to the shaft. No detachment of component was observed. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "bent electrodes" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 7xb was opened from package and wire on bisector was bent. A replacement device was used to complete the procedure. There was no patient involved in this event.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 7xb was opened from package and wire on bisector was bent. A replacement device was used to complete the procedure. There was no patient involved in this event.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 7xb was opened from package and wire on bisector was bent. There was no patient involved in this event.